Event description:
This valve was explanted due to endocarditis. According to the info received, during january 2001, the pt experienced "inflammatory syndrome" and purpuric marks on the neck. In march, growths were observed on the mitral valve and cultures were positive for coagulase negative staphylococcus epidermis. Repeat cultures in march were also positive. The pt was treated with vancomycin and rifadin. Echo revealed no anomaly on the aortic valve; however, there were growths on the mitral valve and a grade iii pv leak. At explant, the tissues were noted to be "blackish" and samples were sent for testing. The aortic valve had "no dysfuction" but was explanted and replaced with a carpentier valve.